Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm. Vessel morphology was reported as severe tortuosity and severe calcification, and the iliac arteries were 6 mm in diameter. It was reported that the physician was unable to advance the delivery system to the intended landing zone. Upon removing the delivery catheter from the patient, several kinks were evident on the device. The physician elected to use a shorter device to treat the patient, which was successfully delivered after the physician performed angioplasty and serial dilatation of the vessels. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: narrow, severely tortuous, and severely calcified vessels.